Event description:
It was reported that revision surgery was performed due to dislocation of the head in the insert. The revision took place in switzerland. The head and insert are not approved for use in the u.s. However, since the stem is approved for use in the u.s., we are reporting this revision to the FDA.